Event description:
Per fk slovakia: "error 51 speaker. After replacing to new speaker, device is functional. Quality control performed after repair." Reporting due to a defective speaker; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and reported event could be confirmed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, the suspected defective flexible speaker was returned for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, the flexible speaker was verified on a test banch. A global check of the spare part was performed by creating alarms and performing test 9 of maintenance menu and audio test with lab software testdeviceagilia. No errors or alarms were triggered during these tests. Therefore, the reported event could not be reproduced. Therefore, the root cause of the reported event could only be investigated with the whole device. Based on available information, the root cause remains unknown (not the flexible speaker). This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.